Manufacturer narrative:
A user facility reported on an FDA medwatch, "yellowish color." This was found prior to use and did not cause any injuries or outcomes. Seven complaints were reported with this issue. This is report four of seven. Deroyal industries, inc. Requested return of the device, however it was stated as unavailable for return. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported on an FDA medwatch, "yellowish color." This was found prior to use and did not cause any injuries or outcomes.

Manufacturer narrative:
A user facility reported on an FDA medwatch, "yellowish color." This was found prior to use and did not cause any injuries or outcomes. Seven complaints were reported with this issue. This is report four of seven. Deroyal industries, inc. Requested return of the device, however it was stated as unavailable for return. Samples were returned from other complaints of a similar issue and reviewed. Deroyal reviewed the device history record for the devices and no issues were found. The quality control inspection reports were also reviewed and all were found to be acceptable. No issues were found for "yellowish material." An inventory check was performed on 480 units at deroyal distribution. Five units of those inspected were found to have yellow shades. This was below the lot rejection rate of 11 units for lots containing more than 315 units. A complaint to sales ratio was conducted from january 2024 through may 2026 and found to be (B)(4). Root cause: based on the investigation performed, it was determined that two issues can contribute to this type of discoloration: age of material and light exposure. Therefore, the root cause was determined to be oxidation of the foam as it ages or is exposed to light. Corrective or preventive actions: because the failure mode does not have any effect on the patient, no corrective or preventive actions have been taken at this time. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.